Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) recently received an inappropriate shock while swimming. The physician noted that it was the result of oversensing of electromagnetic interference (emi). Boston scientific technical services (ts) was contacted and confirmed that the shock was delivered due to emi, which likely occurred due to insufficiently grounded electronic equipment of the pool operator. No reprogramming options were available, but ts indicated that the pool operator should be contacted with this information, to try to resolve the issue at the source. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.